Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged, squashed and moved 20 mm proximal from the proximal end of the distal markerband over the proximal markerband. Stent damage most likely occurred during advancing attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted with the distal balloon cone. Proximal balloon cone could not be examined due to stent covering it. Stent crimp markings were evident on the exposed distal section of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 80 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon. It was further reported that the stent damage and stent moved on balloon occurred outside the patient's body.